Event description:
The dealer stated the two parts of the bed will not lock together, if the bed is moved for any reason it comes apart. No injury or property damage was reported.

Manufacturer narrative:
Follow up to be sent if additional information is received.